Event description:
In 2008, the reporter/patient's neighbor, contacted lifescan on behalf of the lay user/patient alleging a power issue (does not turn on) with the patient's one touch ultra meter. The medical affairs specialist spoke with the patient on march 14, 2008 to obtain/verify the following information: the patient has had his meter for about a year and admitted that he has not replaced the battery. The power issue reportedly started at least a week prior to his neighbor reporting the power issue on the same day. After the meter stopped powering on, the patient stopped testing his blood glucose levels and did not have any backup meters: the patient normally tests two times per day. On three days prior to original date around 8 am, the patient claimed he had a low blood glucose attack while he was sleeping. His wife found him unresponsive. The patient stated that the last time he ate before his "attack" was around 9-10 pm the night before. His wife did not administer any treatment and called the emergency services. When the paramedics arrived, the patient's blood glucose level was "44 mg/dl" on their meter. He does not recall what treatment he received from the paramedics. The patient was taken to the hospital where he was admitted for two days and treated for low blood glucose levels. The patient indicated that a couple weeks after his hospitalization, his lantus dosage was decreased from 5 units to 2 units. Then on the following month, the patient was completely taken off lantus and no longer takes any diabetes medications. During the initial call with the reporter, the customer care advocate (cca) went through troubleshooting. The reporter did not have a replacement battery, so the cca noted that the power issue was not resolved. Replacement products were still sent to the patient. This complaint is being reported because the patient allegedly became unresponsive after not being able to test on his meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.